Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he was changing his infusion set and noticed the infusion set was leaking at the quick release. Customer's blood glucose was 600 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer was advised to do administer a correction dosage and to use a different infusion set from a brand new box. A follow up email was sent to the customer and he responded via email. His blood glucose had lowered and he didn't have to go to the emergency room or visit his doctor. Customer stated he did feel bad that his blood glucose was over 600 mg/dl most of the day. Customer did not return the insulin pump for further analysis.